Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is still well folded and has not been inflated. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped centered on the balloon. The stent was not returned. Review of the production documentation verified that the device was manufactured according to specifications and passed all in-process controls and the final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined. It should be noted that, according to the IFU, the distal lesion should be initially stented, followed by stenting of the proximal lesion when treating multiple lesions. The IFU further advises the user to pre-dilate the lesion using a recommended balloon diameter that is 0.5 mm smaller than the reference vessel diameter and balloon length equal to or shorter than the target lesion length.

Event description:
Orsiro mission was selected for treatment of a moderately calcified lesion (100% stenosis degree) in a moderately tortuous part of a totally occupied rca by direct stenting. Three orsiro missions stents were successfully implanted from the ostium to the distal rca. Thereafter, the affected orsiro mission was introduced but "was held up going through the proximal stent". During device withdrawal, the stent dislodged from the balloon, leaving the stent half in proximal rca and in the guiding catheter. The stent was successfully retrieved with a snare. In an additional intervention two days later, a stent could be successfully implanted in the distal rca. The patient did fine and was discharged home.